Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the customers device speaker produced sound. The customer device speaker was replaced in an abundance of caution. The device was operational after repairs were completed and the device was returned to the customer. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.